Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance, measuring greater than 3000 ohms. No adverse patient effects were reported. This lv lead remains in service.